Event description:
Physician used the device to treat the embolus in one pulmonary artery without issue. Physician removed the catheter, flushed the device, and placed that catheter on the "back table." The same device was being inserted in the other pulmonary artery when a fluid leak was noticed from the outer lumen of the device. The physician removed the device from the body without incident. A new device was used to complete the treatment in the right pulmonary artery. There was no patient harm or adverse event.